Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had mentioned that rehab1 main drawer failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer troubleshot the device which revealed that the row board cables were oxidized. The cables were reseated, and testing was resumed. During the process, a failed pocket was identified. The customer took possession of the failed pocket for replacement and reloading of medications. The customer successfully confirmed operation through scan and load functions. All bus and cable connections were verified, along with drawer and pocket functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had mentioned that rehab1 main drawer failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.